Event description:
It was reported that this right ventricular (rv) lead exhibited an extra deflection on the electrogram (egm) that was not oversensed; rv loss of capture (loc) was suspected. There were variable rv impedances that fluctuated by -/+ 800 ohms; technical services (ts) discussed possible causes of the impedance fluctuations including potential lead dislodgement. This rv lead was later explanted and replaced successfully. It was noted that during this lead revision procedure, the physician slit this rv lead in order to use it as an access point for wire introduction. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip revealed cuts on the outer insulation suggestive of explant damage. This was consistent with the report of induced lead damage.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited an extra deflection on the electrogram (egm) that was not oversensed; rv loss of capture (loc) was suspected. There were variable rv impedances that fluctuated by -/+ 800 ohms; technical services (ts) discussed possible causes of the impedance fluctuations including potential lead dislodgement. This rv lead was later explanted and replaced successfully. It was noted that during this lead revision procedure, the physician slit this rv lead in order to use it as an access point for wire introduction. No additional adverse patient effects were reported.